Event description:
It was reported that the patient's unit had damage to the power port. Additionally, the unit stopped working resulting in the patient's oxygen saturation levels to drop. As a result, the patient was admitted to the hospital on (B)(6) 2025. A replacement unit was sent to the patient, however additional attempts to follow-up for more information were unsuccessful.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for investigation on 16-oct-2025. The unit came in for power port damaged. The complaint was confirmed with the burned j20 in the mother board & damaged power input. Mother board burned due to the overcurrent, low voltage event. Power input damaged due to wear & tear on gold pads. Blocked feed port caused high column pressure. The data log shows numerous battery low errors. This means the patient running the unit on low battery. Unit works fine with a good battery. Sensor block leak due to overtightening cannula barb.